Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the iabp would not turn on. Battery charging was normal. To fix the issue, the fse replaced the power supply, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) shutdown while on a patient. The iabp was swapped with another iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Patient height: 155cm. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.